Event description:
It was reported that the subject device had a left angulation wire cut. The issue was identified during a diagnostic colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is a scratch on the distal end cover and the illumination lens adhesive section has peeled off. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: it is a known event and documented in the labeling and all reasonable mitigation steps have been taken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.